Event description:
The manufacturer service technician reported that the ceramic balls were missing from the device while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.